Event description:
As reported, a bakri tamponade balloon catheter leaked due to damage. The balloon was not tested before being used. When the balloon was placed into the patient, 250ml of saline was injected, which failed to successfully reach hemostasis. The balloon was handled with oval forceps without teeth. After repeated examinations, it was found that the injection liquid flowed out along with blood. Blood loss was approximately 600ml before placement and approximately 80ml after placement. The balloon was slightly damaged, so a new balloon was immediately replaced, which did not cause adverse effects on the hemostasis of the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Initial reporter occupation: occupation: non-healthcare professional - unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a bakri tamponade balloon catheter leaked due to damage. The balloon was not tested before being used. When the balloon was placed into the patient, 250ml of saline was injected, which failed to successfully reach hemostasis. The balloon was handled with oval forceps without teeth. After repeated examinations, it was found that the injection liquid flowed out along with blood. Blood loss was approximately 600ml before placement and approximately 80ml after placement. The balloon was slightly damaged, so a new balloon was immediately replaced, which did not cause adverse effects on the hemostasis of the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. Due to the ongoing covid-19 lockdowns in china, the returning device does not have an estimated date of shipment. The file will be completed on the initially provided information. If the device is received in the future, the file will be updated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history found one other complaint associated with the production lot (reference # 1820334-2022-00350) for a crack at the joint of the t-pipe. However, due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the most probable cause of the reported event could not be determined from the available information. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H3: device was returned to cook on 29jul2022, h6 (annex b). A visual inspection and functional test of the returned device was conducted. The device was returned without the original packaging. A leak test was performed on the device by inflating it with water and a small leak was found. Tool marks were present in the balloon material surrounding the leak. Based upon inspection of the returned device and results of the investigation, the most probable cause of the reported event could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.